Event description:
Orthopedic instrument that was brought in by a vendor for a surgeon to use on acl cases to cut sutures cannot be properly cleaned by (B)(4). The glide mechanism allows blood to back-up into the instrument and with no flush port is impossible for staff to clean. A request from the product mgr of the company to put in a flush port was denied because they couldn't come up with a way to do it, so he sent back instructions for cleaning that involves removing tiny screws and springs and then reassembling by (B)(4) techs. Only general instrument cleaning instructions were provided by the vendor when the instrument was purchased by the hosp for the surgeon and they are now giving very complex instructions for cleaning that is very time consuming and leaves a lot of room for error when reassembling. This instrument should never have been cleared for use because it could not be cleaned properly. On occasion, the rep has brought his instrument in for use and upon cleaning blood residue was discovered that was left after being cleaned at another facility. After 1/2 hr cleaning and ultra sounding blood was still dripping from the shaft.